Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the issue occurred with multiple cartridges from different boxes beginning one month prior to the date of complaint. The reporter stated that cold insulin is sometimes used to fill the insulin cartridge. It was reported that the patient¿s blood glucose was 425 mg/dl with no hyperglycemic symptoms. This blood glucose excursion does not meet the criteria for a reportable adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.